Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the frame is broken at a weld on the left side of the chair.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had a broken weld at the bottom of the back cane, and there was corrosion present along the frame tubing. However, the underlying cause could not be determined.

Event description:
The dealer stated that the frame is broken at a weld on the left side of the chair.